Manufacturer narrative:
A bci field service engineer (fse) removed clot from the mc waste manifold, primed and calibrated the system.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to modular chemistry (mc) overflowed on the instrument. No injury was reported for this event.